Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially called stating that the meter did not turn on when a test strip was inserted into the meter; meter had powered on using the power button. Granddaughter is calling on behalf of the customer. Customer has had the meter for two years. During the call, the meter powered on when the test strip was inserted; a blood test was performed by the customer fasting and produced test result of 333 mg/dl. Customer was concerned that the blood glucose test result obtained was high. Customer had tested again during the call and had obtained a result of 328 mg/dl fasting using meter. The customer¿s expected fasting blood glucose test result is 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was not using proper testing technique. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/25/2021 and open vial date is 11/20/2019. The meter memory was reviewed for previous test result history: result 1 : 333mg/dl date: (B)(6) 2019 time: 02:00pm fasting; result 2 : 201mg/dl date: (B)(6) 2019 time: 10:00pm fasting; result 3 : 242mg/dl date: (B)(6) 2019 time: 11:52 am fasting; result 4 : 182mg/dl date: (B)(6) 2019 time: 11:38pm fasting; result 5 : 184mg/dl date: (B)(6) 2019 time: 10:46am fasting.

Manufacturer narrative:
Additional information sections as of 17-jan-2019: meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.